Event description:
In 2005, the pt was seen at the center for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. In 2005, the co was notified that surgery to explant the pt's c1 device was scheduled.